Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the hospital for unrelated reasons, the device was found to be in backup vvi. It occured when the patient had heart transplant last year. No new hardware was implanted and the device was left in the pocket in backup vvi mode with hv therapy disables. The device is now no longer being used. No resolution attempts were recommended or completed.

Manufacturer narrative:
(B)(4).

Event description:
New information received states the patient returned to the clinic to address the device vibrating multiple times every day. The device was still in backup vvi mode. Installing a software device download and programming changes were made to limit the notifications of vibration. The patient will be monitored normally.

Event description:
New information received states the device was found in backup vvi mode again the last time the patient visited the clinic for a follow-up. The patient is asymptomatic. The patient felt constant vibration from the pocket. A software device download was installed. Device replacement is recommended. No further information is available.